Manufacturer narrative:
(B)(4). Lockout premature, lockout broken,damaged latch post the (B)(4) instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested; however the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through as a results of the premature lock out. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. However, one possible cause for the lock out premature may be an over welding of the handle assembly during the manufacturing process. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip fired properly the second clip fed crooked and was removed from the jaws of the device. The third clip fed properly, the fourth clip fed crooked and had to be removed from the jaws. The same device was used to complete the procedure. No adverse consequences reported.